Event description:
In 2009, the pt reported that tonight she discovered an air bubble in the insulin cartridge of her infusion device 2 days after changing the cartridge. She stated this resulted in an elevated blood glucose readings of 270 mg/dl. She stated there were no air bubbles when she changed the cartridge. She said she primed the air bubble out, reattached her tubing and placed her device in run without incident. She said she has experienced elevated readings in the 300-400's mg/dl range for the past 2 weeks due to air bubbles forming in the cartridge while using her infusion device. She stated some of the elevated readings were due to stress. She said she sometimes will see air bubbles when filling her cartridges. She explained the process used to fill the cartridges and she appeared to follow the proper procedure. The pt was encouraged to call for assistance the next time she filled her cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.